Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this pacemaker was seen in the emergency room (ER) due to possible infection and low oxygen saturation was noted. Boston scientific technical services (ts) reviewed device data for programming. No further information has been obtained despite good faith efforts. As of this time, this device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker was seen in the emergency room (ER) due to possible infection and low oxygen saturation was noted. Boston scientific technical services (ts) reviewed device data for programming. No further information has been obtained despite good faith efforts. As of this time, this device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found no irregularities. The device was successfully interrogated, and a memory dump was performed. The infection allegation could not be confirmed by lab analysis.